Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation, no foam particles were noted in airpath, yet foam degradation was noted. The device's sound abatement foam (needs) or (was) replaced to address the issue. The service technician observed visible foam particles insider the blower kit and a blower foam degradation. Additionally, the service technician also noted dust fail and error codes e007 (err_software), e053 (err_comp_log_sem_timeout), and e055 (err_therapy_queue_full) were present in the device logs. Unit was functional. The device was scrapped by the service enter after the evaluation was completed.